Event description:
Reporter alleged obtaining the results of 466 mg/dl and 190 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took 10 units of novolog two minutes after the readings and he also had a klondike bar 20 minutes before the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.